Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus was not working correctly, it did not align with the cursor and the overlay/bezel assembly was replaced and the stylus calibrated to resolve. Analysis also noted that the lower case was broken and that both latch tabs were broken off of the power cord bay door. The lower case and power cord bay were replaced to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the stylus pen was not working. The pen was changed and re-calibrated with no success. The programmer was returned for repair. No patient complications have been reported as a result of this event.